Event description:
The consumer alleges while traveling down a ramp, the chair slid and turned sideways, tipping over at the bottom of the ramp. The consumer sustained a cut above the eye requiring stitches and a puncture on his left arm.

Manufacturer narrative:
User was reportedly transgressing a ramp when the chair slid sideways down their ramp and tipped. The user had indicated to the dealer this has happened prior to this event, and info suggests user did not seek service at this time. Based on the user allegations of the alleged incident, dealer has since serviced the chair replacing the motors as a precautionary measure. The motors have been discarded by dealer. No history to suggest a product problem. Dealer reports user is satisfied with the service and chair remains in use. MDR filed based on alleged injury.